Event description:
A user facility registered nurse (rn) reported that a blood leak occurred during a patient¿s hemodialysis (hd) treatment. The leak was coming from the blood pump tubing segment of a 5008x bloodline. Additional details were provided upon follow-up with the facility. The blood leak was not noticed until after the patient's treatment was completed. A t the end of the treatment when the supplies were being taken down, drops of blood were identified on the blood pump. The rn said there were no alarms from the 5008x machine during the treatment. The rn said there were no known issues throughout the duration of the treatment. There were no loose connections noted, and no leaks noticed during the prime. No visible defects were noticed on the bloodlines. The rn said blood loss was minimal. The patient's estimated blood loss (ebl) due to the leak was about 2 ml. The rn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. Patient details were unable to be provided. The bloodlines were sent back for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The sample was received without its original packaging. As the sample was being disinfected and prepared for analysis, a leak was found on the assembly from the pump tubing to the red alpha clip. A visual inspection was performed on the assembly of the pump tubing, specifically at the connection to the red alpha clip. The tubing had a presence of solvent, however, there was a delamination from the wall of the pump tubing to the wall of the red alpha clip port. No other issues were found with the remaining components of the set. There are several potential causes for this kind of failure. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The investigation into the complaint was able to confirm the reported event.